Manufacturer narrative:
After further review of additional information received the following sections g1, g3, g6, h1, h2, h3 and h6 have been updated accordingly. (H3): the revision reported was likely the result of prosthesis wear of the tibial insert over 9 years of implantation. The cause and extent of the wear cannot be determined because the revised components were not returned for evaluation and no images or radiographs were provided.

Event description:
Study: exactech knee replacement study; subject: (B)(6). As reported, this 79 year old, male patient had a left tka on (B)(6) 2014. The patient presented with effusion in 2022 and polyethylene wear without evidence of osteolysis - effusion on (B)(6) 2024. Inpatient hospitalization for revision - right total knee replacement (poly exchange plus patella resurfacing). Action taken: revision. Revision is performed on (B)(6) 2024. The outcome of this event is considered resolved on (B)(6) 2024. The case report form indicates this event is definitely related to devices and procedure. This event report was received through clinical data collection activities and no device return anticipated.

Manufacturer narrative:
(H3) pending evaluation (d10) concomitant device(s): 02-010-01-0240 - logic femoral ps cem left sz 4. 02-012-45-4030 - lgc tibial fit tray cem sz 4f / 3t. 200-02-38 - three peg patella 38mm.